Event description:
A customer reported that the adc device detached prematurely. The customer reported experiencing a seizure and partial loss of consciousness, but reported being able to self-treat (unspecified) after recovering. There was no third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00el9axm has been returned and investigated. Performed visual inspection on the returned sensor and no issues were observed on sensor patch. The sensor adhesive was returned and intact. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.